Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient contacted depuy stating he was revised due to sepsis. The implants were removed and nothing was reimplanted at the time. Doi: (B)(6) 2002, dor: (B)(6) 2016, (hip). Update ad 24 sep 2019: pinnacle claim submission form and medical record received. After review of medical record, patient was revised to address infection . Revision notes stated that large soft tissue collection was noted on the lateral aspect of the hip. Purulent material was noted down to the hip itself. This was noted to be pseudotumor extending anteriorly near the femoral vessels as well as posteriorly around the sciatic nerve. Cement spacer was placed. Doi: (B)(6) 2002, dor: (B)(6) 2016, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.